Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - h6: result code 1.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - concomitant medical products: device available for evaluation?

Manufacturer narrative:
Concomitant medical products and therapy dates: on (B)(6) 2013: plc181400/(B)(4). On (B)(6) 2013: plc231000/(B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. On (B)(6) 2019, the devices were explanted due to aneurysm enlargement. The amount of enlargement was not reported. There was no identifiable endoleak. The patient tolerated the procedure. The explanted devices were discarded at the facility and therefore not available for evaluation.